Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the device failed to cross due to calcification and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 15mm, balloon catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon material identified a 1.2cm longitudinal tear in the balloon. A microscopic examination of the tip revealed the distal tip was frayed.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the device failed to cross due to calcification and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.